Manufacturer narrative:
One 7f destino twist steerable guiding sheath was returned under RMA# 1202098826 with the dilator. There were no other accessories. Traces of blood were found on and inside the sheath and dilator. According to the event description summary, the sheath no longer deflected, and no resistance was felt when twisting the handle. Upon evaluation of the returned product, it was found that the sheath would not deflect when the deflection collar was rotated. The sheath was x-rayed through distal tip. It was found that the anchor ring remained in its original intended position and the pullwire was still attached without any damage. When the handle was x-rayed, it was found that the small and large hypotubes were intact. The pull wire was broken underneath the handle where it exits out of the large hypotube. Per qa procedure (destino steerable guiding sheath in-process and final inspection) deflection test: perform deflection test according to procedure. The deflection test is performed by manufacturing personnel at 100% and inspected by quality assurance personnel through aql as established. Using the deflection inspection fixture, verify the centerline of the sheath meets the applicable deflection criteria. Before to starting to deflect the unit please ensure that the distal tip of the sheath is aligned with the distal engraved line of the template. For unidirectional models, verify the deflection knob is set to 0. Place the deflection section of the device on the applicable template as shown in figures below and deflect the device until the curve falls within the applicable deflection template. Verify the device can deflect to 170° (nominal 180° - 10°) on half the template. For destino twist models (uni-directional), reject the unit as "open deflection" if the center line of the of the device deflection angle fails reach of 170° (nominal 180° - 10°) in one direction. IFU preparing steerable sheath for insertion: verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to deflecting and straightening the steerable sheath" for instructions. General use of the steerable sheath: do not force the steerable sheath assembly if significant resistance is encountered during the insertion or passage. If resistance is encountered, determine the cause and correct before continuing the procedure. Deflecting and straightening the steerable sheath: twist the deflection collar slowly and carefully to deflect the distal tip. Caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. When the desired deflection point or site access is achieved, stop turning the deflection collar. Returned device analysis revealed the sheath was within manufacturing specifications. The sheath did not deflect when the deflection collar was rotated. An x-ray of the handle showed that the pullwire was broken near the exit of the large hypotube. It is unknown if an incompatible ancillary device was used in conjunction with the sheath and/or if the sheath was over torqued causing the pullwire to break. Patient anatomy may have also had a role in the pullwire breaking. The sheaths are tested for deflection in-process 100% before shipping to the customer. According to the device history record, the sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional, and mechanical testing. No manufacturing defects were found. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Last week our drs were using the oscor destino steerable guiding sheath for a coeliac artery clot retrieval. They introduced the sheath and angled the tip to the correct position, prepped other equipment then rechecked the position of the destino. The sheath had straightened however, the ir dr was unable to angle the sheath back into position. No resistance was felt when twisting the handle. On (B)(6) 2024: the issue was found during the procedure. The patient was involved during the procedure. The procedure delay was more than 30 minutes. The procedure was completed by gaining access with catheters and wires and retrieved. Product returning. Submission for administrative purposes.